Event description:
Patient was in surgery for a procedure. He required blood transfusion and was receiving blood via 3m ranger blood/ fluid warming system- high flow. Nursing and anesthesia heard a sudden loud noise and discovered the ranger tubing had cracked and blood was leaking out onto the floor. The transfusion was stopped through the ranger and plugged into another IV to continue infusion. The drip chamber cracked.